Event description:
It was reported the pt's pump had a confirmed motor stall. The motor stall was noted in the event logs with no motor stall recovery recorded. The pt was seen in the ER in 2009 for an alarming pump. The logs indicate the motor stall occurred on that day. The pt experienced changes in level of consciousness with extremity numbness. At the time of the report, the pt was experiencing underdosing symptoms (unspecified). Programming was verified and was correct. The pump was going to be replaced. The drug used in the pump was morphine, bupivacaine compound. Additional information received from the hcp indicated the event was attributed to the pump motor failure. The concentration of morphine was 60 mg/ml. The pt experienced increased pain and mild to moderate withdrawal. The device was explanted on 4 days later. The pt outcome was reported as: no injury.